Event description:
The patient suffered from 39 degree c fever and was diagnosed with pacemaker infection, in the context of stage IV oami with necrotic wounds of the toes of the right foot. Oozing lesion of the pm scar was present. Pleural effusion was also seen. There was loss of contact with ocular revulsion and need for external cardiac massage for a few tens of seconds when going from lying to sitting. The investigator assessed this event as possible related to patient's medical history. The patient was hospitalized and external cardiac massage was done. Oxygen and intravenous diuretic were given. Cardiac ultrasound was done. Palliative care was given at home after rejection from surgery. The device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.